Event description:
It was reported that after placement of the nail with blocker, the screw pulled out. The ring of the inner part of the screw had broken without loose of fragment. The surgical incision was washed. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment the reported event was confirmed via visual inspection. It was reported that the tulip disengaged while final tightening with the torque wrench and anti-torque key. The screw was returned in 2 pieces, with the tulip disengaged from the screw shank. The tulip locking ring and the screw shank bulb are deformed on one side, indicating that the screw was over angulated in one direction. The rod divot on the shank bulb is at an angle, indicating that the rod was seated at an angle inside of the tulip. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique calls for the rod to be perpendicular to the screw when being seated into the rod. Additionally, the damage on the screw shows that the tulip was over angulated until it eventually disengaged. Conclusion: the most likely root cause is the position of the rod caused additional torque to be applied to the screw which eventually caused the tulip to disengage.

Event description:
It was reported that after placement of the nail with blocker, the screw pulled out. The ring of the inner part of the screw had broken without loose of fragment. The surgical incision was washed. There are no reports of adverse health consequences to the patient.